Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, lot# unknown, implanted: (B)(6) 2019, explanted: (B)(6) 2019 product type catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving baclofen at an unknown concentration and dose via an implantable pump. The indication for use was not provided. It was reported that on (B)(6) 2019 underdosing symptoms were observed. It was noted that the patient had just been implanted with the implantable pump system the week prior to the report. The physician supposed that there was an occlusion of the catheter and decided to replace the catheter on (B)(6) 2019. At the time of the report the patient was alive without injury and being monitored at the hospital. It was unknown if the issue was resolved. No further complications were reported.

Event description:
Additional information was received via follow-up. It was reported that aspiration of the catheter access port (cap) or a dye study was not performed. The pump reservoir volume was not checked and compared to the expected reservoir volume. The cause of the catheter occlusion was not determined but it was noted that the catheter was very old and the physician decided to replace the pump segment. The underdosing symptoms had been resolved and the patient was fine receiving the intrathecal baclofen therapy.

Manufacturer narrative:
Concomitant medical products: product ID 8731, lot# unknown, explanted: (B)(6) 2019 product type catheter. If information is provided in the future, a supplemental report will be issued.